Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 415 mg/dl (advantage) and 183 mg/dl (emt's meter). Customer was being treated for hypoglycemia shortly before the readings were taken. No adverse event reported. No actions taken based upon readings. Requested return of suspect device and strips, and replacement was sent.